Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to confirm a33 alarm due to motor error alarm. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime/fill. Customer's blood glucose was unknown mmol/l. The customer stated that insulin is squirting out and motor doesn't detect the reservoir. The customer was advised to return the product for analysis. And we would replaced the device by tnt.